Event description:
Information was received that reported a patient was hospitalized in 2009, due an incident of diabetic ketoacidosis. The reporter states the patient had difficulty controlling her blood glucose for at least a week prior to the incident. On the event day, she was admitted to the hospital with a blood glucose of 555 mg/dl. She was diagnosed in diabetic ketoacidosis and treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.